Event description:
Reportedly, patient underwent an rf ablation for slow vt on (B)(6)2025. A fu post-ablation showed no problems. On (B)(6) 2025, at next fu the values during manual impedance tests was good for all leads. However, in the impedance curve values of 3000 ohms are stored for both ra and rv since last interrogation.

Manufacturer narrative:
Review of the provided file pdf, rv impedance, rv coil continuity and ra impedance are fluctuating, and showed abnormal values since beginning of (B)(6) 2025. Based on available data, ra lead and rv lead issues cannot be excluded. Recommendations: physician should perform extensive tests during in clinic- follow-up with to check ra and rv leads. - careful monitoring of the ventricular lead electrical performances (impedance, threshold, sensing and recorded episodes) should be performed upon each follow-up. - perform extensive sensing and pacing thresholds tests in the ventricular channel, in both bipolar and unipolar configurations. - perform usual provocative maneuvers (manipulating the case/header, valsalva maneuver, coughing, moving the arm, deep breathing, while performing real time sensing tests to try to reproduce the noise sensing. Provide expertise files (cso and logs files) since the device implantation for further analysis.

Event description:
Reportedly, patient underwent an rf ablation for slow vt on (B)(6) 2025. A fu post-ablation showed no problems. On (B)(6) 2025, at next fu the values during manual impedance tests was good for all leads. However, in the impedance curve values of 3000 ohms are stored for both ra and rv since last interrogation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The analysis of the provided data revealed that: some values between on (B)(6) 2025 are aberrant, as atrial lead and right ventricular lead values. After on (B)(6) 2025 leads values are stable and in correct range. The data analysis revealed these values displayed between on (B)(6) 2025 are incorrect, due to a telemetry error during the in-clinic follow-up dated on (B)(6) 2025 (frame repetition issue). Based on available data, no issue is suspected on the subject devices gali, vega and invicta.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of manufacturing records revealed that the device was manufactured and released accordingly to all applicable procedures.

Event description:
Reportedly, patient underwent an rf ablation for slow vt on (B)(6) 2025. A fu post-ablation showed no problems. On (B)(6) 2025, at next fu the values during manual impedance tests was good for all leads. However, in the impedance curve values of 3000 ohms are stored for both ra and rv since last interrogation.